Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that system resulted in thin flap with vertical gas breakthrough in the left eye of the patient with actual thickness (over ten micrometers thick to hundred micrometers) was less than the target thickness during lasik surgery.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The device was successfully verified prior and after the day of event. The review of logfile for the day of treatment shows all laser system functions were within specifications. The treatment of the patient's left eye was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no warning or error messages. No technical root cause could be identified during logfile review. The system was working within specification. The provided treatment report shows in left eye a thin planned flap, possible liquid under the patient interface cone, vertical gas breakthrough and some possible uncut area. No part is expected to be returned to manufacturer for evaluation. Most recent onsite visit from field service engineer performed and signed service installation record. System meets specification as per service installation record. No on-site visit by a field service engineer was identified in relation to the reported issue. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).